Manufacturer narrative:
Corrected fields: d8 (it was inadvertently marked in this medwatch, and it should be added in h11 narrative).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the cause of the suggested event could not be specified since the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center was intermittently powering off. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.